Manufacturer narrative:
There is more information on the device. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. A device history record review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed.

Event description:
On jun 1, 2022: the device was returned by the customer for inspection and calibration. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device had output issue with insufficient energy at the electrode. This is attributed to the faulty ID circuit board and the faulty pkrf circuit board. The fault log of this device also showed an error code 400 26 times. The device ID circuit board was not stable and jumping out of range. The ID board failed the test. The pkrf circuit board could not be calibrated. This medwatch is being submitted for the reportable issues of faulty ID circuit board, faulty pkrf circuit board, and the error code 400 that was observed during device evaluation.

Manufacturer narrative:
Correction is being made to the b5 and g3 of the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections: the g3 date of the initial MDR should be dec 7, 2020, and not dec 21, 2020.

Manufacturer narrative:
Additional information for the event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection of the device, it was observed that the ID board failed test; the setting was not stable and was jumping out of range. The pkrf board was unable to be calibrated. These two boards need to be replaced. Error 400 ref (B)(4) was found five times in the fault log. Additionally, found the left screw handle of the front panel was cracked, not affecting functionality. It was glued and secured. Minor scratches on the housing. Device passed all tests when tested with the test boards including burn-in test.

Event description:
The device was returned for inspection and calibration. There is no reported harm to any patient.